Event description:
The surgeon reported system messages displayed during set up. The fluidics controller pcb kept blinking the red light even after boot-up. The cases were postponed. No pts had received anesthesia or were prepped. No pt injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).